Event description:
The nurse found the resident had no pulse, blood pressure or respiration. After the resident was removed for the bed, thye maintenance director analyzed the bed. It was determined that the "bushing" was missing off of one of the siderails. This piece has been replaced. An investigation by the wisconsin department of health and human services, division of health on 5/28/92 has determined tht the bed was a possible factor in the death of this residentdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.